Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair, a portion of the distal tip of a 30mm modular driver broke off into the fixation screw whilst the surgeon was driving the screw into the bone. The tip fragment was not retrieved from the body; it remains within the screw, both secured with the bone tunnel. However, the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. A review into the mitek complaints system for the past 3 years revealed only 2 other similar complaints for this device. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device's failure mode; we consider this device's failure to be an anomaly. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.